Event description:
The distributor reported that there was a black line in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solution USA. (B)(4). No add'l info was provided and the panel was not returned for eval. (B)(4).